Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: battery device, lid device, saw device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the battery handpiece/modular device was warped, and therefore, the rotary switch on the cover could no longer be turned. It was determined that the device had component damage and the labeling was missing. It was further determined that the device failed pretest for check roundness of housing, check for sticky trigger and check function of all modes with power module. It was noted in the service order that after insertion of the battery and lid device, the knob of lid did not move to the drill/ream, saw and drill devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.